Event description:
It was reported that there was inadequate iodine on the sponge of a minicap. This was noted before use for peritoneal dialysis therapy. The minicaps were not used. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.